Event description:
During a pci procedure, the maverick 2.50 x 20mm balloon ruptured at 10 atms on the first inflation. The lesion being treated was a calcified, 100% stenosed lesion in the left anterior descending (lad). Other devices used in the procedure were a 7f medikit introducer sheath, a 7f mach1 vl 3.5 guide catheter, and a whisper ms guide wire. There were no patient complication reported. The patient status is listed as "good".